Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report high values with her meter. One month ago, she was treating herself from the readings on her meter and later that morning her spouse was unable to wake her and had to call ems for assistance and treatment.